Manufacturer narrative:
The reported complaint was confirmed. Service repair technician (srt) attached the customer's saw motor to the service test foot switch and the customer saw motor did not rotate with the power applied. The saw motor cannot be repaired due to part obsolescence. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
(B)(4). As per biomedical engineer, he did check the unit. He thought that there was a problem to the motor itself.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the sternal saw motor did not work. The product was changed out. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
Corrected: evaluation is in progress, but not yet concluded.